Manufacturer narrative:
We were unable to confirm the customer complaint. Upon evaluation of the unit, no crack was found inside the center of the fluid warmer as indicated in the user facility report. The unit did not exhibit any problems that would have caused the disposable set to leak. Furthermore, it was evident that the disposable set returned with the unit was not used in the case, as no blood was found inside the tubing. Nevertheless, the set was tested and found to be well within our specifications. The implicated disposable sets were not returned for investigation. We have not received any other complaints about this lot number in the last 11 months that it has been in the field. No conclusion can be drawn at this time. Should additional information become available, a supplemental form FDA 3500a will be submitted accordingly.

Event description:
The report from the user facility describes an event in which the staff noticed a leak while blood was infusing through the belmont tubing; blood was observed to be on the bottom of the fluid warmer. The staff changed out the tubing to another belmont disposable set and blood was again observed to be leaking and seen in the bottom of the warmer. It was also noted that the staff saw what appeared to be a crack located on the top of the warming component inside the center of the fluid warmer.

Manufacturer narrative:
We were unable to confirm the customer complaint. Upon evaluation of the unit, no crack was found inside the center of the fluid warmer as indicated in the user facility report. The unit did not exhibit any problems that would have caused the disposable set to leak. The disposable set used in the case was also evaluated and found to be well within our specifications. An air pressure test was performed at 12 psi and the set was put under water to check for any leaks; no leaks were observed. This pressure level is well above the manufacturer-set 300 mmhg limit, indicating there were no problems with the set. We have not received any other complaints regarding this lot number in the last 11 months that it has been in the field. No conclusion can be drawn at this time. Should additional information become available, a supplemental form FDA 3500a will be submitted accordingly.

Event description:
The report from the user facility describes an event in which the staff noticed a leak while blood was infusing through the belmont tubing; blood was observed to be on the bottom of the fluid warmer. The staff changed out the tubing to another belmont disposable set and blood was again observed to be leaking and seen in the bottom of the warmer. It was also noted that the staff saw what appeared to be a crack located on the top of the warming component inside the center of the fluid warmer.